Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).

Event description:
It was reported to philips that the device has a shock malfunction.

Manufacturer narrative:
Complaint evaluation: the bench technician evaluated the device and could not create the customer observed fault. Customer resolution and conclusion: the bench technician evaluated the device and could not create the customer observed fault. The technician replaced the therapy pca and the high voltage capacitor as a precautionary measure. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced. There is no indication of a systemic problem; no further investigation or action is warranted.

Manufacturer narrative:
The therapy printed circuit assembly (pca) (part number: 453563478461 with serial number: (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the therapy pca was fully evaluated and tested with no problems found. The therapy board under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The device powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within specification, as measured by the test defibrillator/analyzer. The mrx therapy knob was then set to 150 joules, and a successful operational check was run. In addition, a black hourglass on the ready for use (rfu) indicator was observed, confirming that the fixture was ready for use. Based on the information available and the testing the therapy pca passed all tests during operational check and performed as expected. Therefore, there is no fault found (nff) with this therapy pca.